Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported deformation was observed at the tip of the cannula during surgery. Surgery was completed. There was no patient impact reported.

Manufacturer narrative:
Additional information provided in d.9., h.2., h.3., h.6. And h.11. The returned product was visually inspected and upon visual inspection, the tip of the 25 gauge cannula had been deformed in returned condition. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint could not be conclusively determined when or where the damage occurred. The cannula tip is manufactured by a supplier manufacturer and is assembled to the tray by company manufacturing. We could not determine conclusively where and when the damage occurred. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. Before release from manufacturing, each final infusion cannula assembly must pass quality inspection confirming that the unit meets all product specifications. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).